Event description:
It was reported that a spectrum infusion pump was alarming sys error 105. It was also reported that there was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The device was found out of spec in relation to the sys error 105, which was reproduced. Sys error 105 was confirmed and caused by a failed motor flex.